Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal baclofen 500,0 mcg/ml at 24,01 mcg/day via an implantable pump. The indication for use was not reported. It was reported that examination on (B)(6) 2018 revealed red spots and irritation of the pump; there were no clinical signs of an infection. Laboratory testing results on (B)(6) 2018 were normal. Two spots could be seen at the level of the pump. There was pressure pain at the pump at the lower and lateral part. There were no systemic symptoms of fever or infection. The pump was locally irritating and bothered [the patient] when bowing forward. [The patient] was not bothered when stepping. The clinical diagnosis was pain and redness at the pump level. Voltaren gel was administered on (B)(6) 2018. Examination on (B)(6) 2018 revealed another red spot at the outer downside. The event was ongoing. The event was possibly related to the device/therapy. The event was not related to the implant procedure. No further complications were reported. Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported surgical intervention/wound revision occurred on (B)(6) 2018. No component was removed. Vancomycin and rocephin were administered on (B)(6) 2018.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the patient was 22 years old as of 2018-jan-03.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the event resulted in in-patient hospitalization.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the entire sy stem was explanted and not replaced. The device was disposed of according to biohazard instructions. The event resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the patient was (B)(6) as of (B)(6) 2018.